Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's husband stated that the customer over bolused to treat a glucose reading that falsely read high, causing the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.